Manufacturer narrative:
During inspection and testing, the nozzle was clogged by a white element that was soft. The nature of the material was not clearly identified. In addition, the adhesive on the bending section cover was worn, the distal end cover insulation did not meet specification, the light guide tube was wrinkled, the top of key number one was worn, there was play in the angulation knob and angulation was reduced, the insertion tube was wrinkled, and parts on the distal end were damaged or chipped due to deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was intermittent flow from the air/water system and minimal insufflation when the endoscope was used during a diagnostic gastroscopy procedure. The procedure was completed using the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged by a white element. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The soft white foreign material clogging the air/water nozzle was unable to be identified. Reprocessing and handling of equipment procedures were unable to be obtained from the facility. The event can be detected by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the endoscopic system, air-feeding function, and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.